Event description:
It was reported that the patient presented to the hospital with a hematoma. The hematoma was not infected and was drained. The pulse generator exhibited normal function and remained implanted. The patient was in good condition after the event.

Manufacturer narrative:
(B)(4).